Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, dizziness, and light headedness. Reportedly, customer required assistance from parent to treat bg level. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.